Manufacturer narrative:
The medium clamp was replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that screw thread is broken on the medium clamp. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device manufacturing date provided. The suspect clamp was received by the manufacturer for evaluation. Visual inspection found that the adjustment screw was cross threaded into the clamp arm damaging the screw threads. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.